Manufacturer narrative:
Concomitant product: tem1208gl progrip lt tem/pla12x8 cm (lot# sll00205). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernias. It was reported that after implant, the patient experienced nerve loss, failure of mesh, and recurrence. Post-operative patient treatment included mesh revision surgery and repair of hernia with mesh.